Event description:
It was reported that the 9800 system had intermittent loss of video and the technique goes to maximum during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The lemo connector was repaired and the boards and connecters were reseated during the service call. The system was tested and found to be working as intended and put back into service.